Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report - section d4 (model number) was incorrectly documented in the previous initial MDR. D4 has been updated.

Event description:
An error message was reported with the freestyle libre sensor. Customer reported receiving a "replace sensor" message on the same day of sensor application and being unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of juice by a third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the freestyle libre sensor. Customer reported receiving a "replace sensor" message on the same day of sensor application and being unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of juice by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) was updated from 0m000gfx60d to 0m0065lnr6w based on additional information received from customer. Section h4 (device mfg date) has also been updated based on extended investigation. H10 - addtl mfg narrative has also been updated to reflect the investigation with the updated serial number. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer reported receiving a "replace sensor" message on the same day of sensor application and being unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of juice by a third-party. There was no report of death or permanent impairment associated with this event.